Event description:
It was reported that the customer's insulin pump had a big red cross, an arrow and a picture of a user guide on the display. There is no error message displayed. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a critical pump error, and was unable to download due to moisture damage on the electronic assembly. Unable to perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to a critical pump error. The pump had a scratched case and damaged display window cover. Moisture damage was noted on the motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states."